Event description:
It was reported that a catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. The 8.0x40x75cm express ld vascular stent was advanced through a 0.035inch×150cm non bsc guidewire; however, the stent delivery system (sds) got stuck with the non bsc guidewire. The device was removed together with the guide wire and tip damage was found. There was no kink before the device was inserted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).